Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number three of three supplemental mdrs for this event. Three 3500a forms were submitted for this event as three devices were involved. However, device one and two for this event were for ipth lots not associated with the recall, and therefore no supplemental mdrs will be submitted for device one, two and three for this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
A customer obtained higher than expected vitros ipth results from a non-vitros mas quality control using vitros immunodiagnostic products intact pth reagent lot 1590, and lower than expected vitros ipth results obtained using vitros immunodiagnostic products intact pth reagent lot 1621 processed on a vitros xt 7600 integrated system. Mas lot oim2111 level 1 vitros ipth lot 1590 results of 22.97 and 22.13 pg/ml vs an expected result of 17.0 pg/ml. Mas lot oim2111 level 2 vitros ipth lot 1621 result of 48.97 pg/ml vs an expected result of 71.5 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros ipth results were from quality control fluids and were not reported from the laboratory. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected vitros intact pth (ipth) results were obtained from a non-vitros mas quality control using vitros immunodiagnostic products intact pth reagent lot 1590, and lower than expected vitros ipth results were obtained using vitros immunodiagnostic products intact pth reagent lot 1621 processed on a vitros xt 7600 integrated system. A definitive assignable cause of the higher than expected results using vitros ipth lot 1590 could not be determined. Based on historical quality control results, a vitros ipth lot 1590 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1590. As no precision testing was performed on the vitros xt 7600 system around the time of the event, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. However, historical qc results for vitros ipth lot 1590 were precise indicating an issue related to the vitros xt 7600 system was not likely a contributor of the event. A definitive assignable cause of the lower than expected results using vitros ipth lot 1621 could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same mas quality control fluids using alternate lots of vitros ipth reagent on the vitros xt7600 integrated system. An instrument related performance issue did not likely contribute to the event as acceptable results were obtained using an alternate vitros ipth reagent lots without performing any actions to the vitros xt 7600 integrated system. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office in field is (B)(4).